Manufacturer narrative:
Explant date: (B)(6) 2016. Additional suspect medical device components involved in the event: model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70cm 4x8 surgical lead. Model#: sc-4318, lot #: 18467625, description: clik x anchor.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.